Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the chin (mentum) with 1ml of juvéderm® voluma® xc. Four months post-injection patient returned to the injecting clinic experiencing "palpable nodules in the mentum, clinically suggestive of product migration". On the same day, patient was treated with 1 vial hylenex, reconstituted with 0.2ml sodium bicarbonate and 0.2ml of 2% lidocaine. During the treatment appointment patient was also injected with 0.5ml of juvéderm® volbella® xc to the upper lip. One month later, patient reported "intermittent swelling of the bilateral jawline and chin since treatment. Swelling is fluctuating, with episodes of resolution and recurrence". Patient also experienced "episodic swelling of both upper and lower lips, described as firm when present. No swelling or firmness observed on exam". Hcp noted their clinical finds as the "chin appears tight, firm, and somewhat rigid in contour", the "right jawline/jowl demonstrates fullness consistent with possible product migration", and the "left jawline/jowl without palpable firmness or visible swelling on exam, though patient reports intermittent symptoms of episodic swelling and firmness". Patient reported increased non-device related work stress. Hcp later reported patient experienced [non-device related] trauma to the lower lip by "another person biting [their] lip 4 weeks post injection". Symptoms are ongoing. This was the initial use of the syringe. The packaged needle was used. This relates to juvéderm® volbella® xc.